Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 15. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.